Event description:
Patient revised for instability, polyethylene wear noted on insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database for the reported did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.